Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 18-jul-2023. H6: investigation summary: one photo and six samples were provided to our quality team for investigation. Through visual inspection of the photo, the stopper is seated completely against the barrel and silicone is visible. Upon evaluating the returned samples, no evidence of silicone was observed. A device history review was performed for reported lot 2304714, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2304714 and found to be within specification. According to silicone content test performed with samples received, an excess of silicone cannot be confirmed. The silicone noticed by customer may be due to a bad distribution of the material inside the barrel.

Event description:
It was reported that 10 of the bd plastipak¿ syringes experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from german to english: the proportion of silicone oil on the syringe plungers is above average, so that deposits are visible.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd plastipak¿ syringes experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from german to english: the proportion of silicone oil on the syringe plungers is above average, so that deposits are visible.